Manufacturer narrative:
(B)(4). One used space pump IV tubing set was received for evaluation. Packaging returned with the set indicated the reported lot number (0061315240). Upon visual observation, the wheel of the roller clamp housing was observed to be out of its track. The sample and all available information was forwarded to the device manufacturer of the roller clamp. The manufacturer of the roller clamp dimensionally verified the wheel and roller clamp body and all measured dimensions were found to be within specification. The wheel was put back into its track and the set was tested via gravity flow by moving the roller clamp along different sections of the tubing and closing the roller clamp. The roller clamp was able to block the flow during each test and the wheel did not pop out of its track. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the nurse primed the IV tubing with ivig. When the roller clamp was put in place, the tubing continued to drip fluid. The IV tubing had not been initiated on the patient; there was no harm to the patient.